Manufacturer narrative:
The customer reported their central nurse station (cns) lost power, both displays and tower lost power and they would not turn on. Technical service had the customer move the cables over to the wall outlet and the unit got power again. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported their central nurse station (cns) lost power, both displays and tower lost power and they would not turn on.

Manufacturer narrative:
Details of complaint: the customer reported their central nurse station (cns) lost power, both displays and tower lost power and they would not turn on. Technical service had the customer move the cables over to the wall outlet and the unit got power again. There was no patient injury reported. Investigation summary: the cns shut down due to a failed ups battery. The reported issue does not require further investigation through CAPA process as the issue was caused due to the failure of a non-nk manufactured accessory device and not nk device malfunction / deficiency. The following fields are not applicable (na) to this report: b2. D4 lot # & expiration date. D6a & d6b. D7b. D10. F1 - f14. G4 device bla number. G7. H2. H7. H9. The following fields are not available (n/a) to this report. E1 email . H4. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Attempt # 1: 04/28/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 05/05/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 05/06/2021 emailed the customer via microsoft outlook for patient information: no reply was received. B6 attempt # 1: 04/28/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 05/05/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 05/06/2021 emailed the customer via microsoft outlook for patient information: no reply was received. B7 attempt # 1: attempt # 1: 04/28/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 05/05/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 05/06/2021 emailed the customer via microsoft outlook for patient information: no reply was received. D10 attempt # 1: 04/28/2021 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: 05/05/2021 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 05/06/2021 emailed the customer via microsoft outlook for device information: no reply was received. The following fields are not available (n/a) to this report. E1 email. Manufacturer references # 300246197 - 104668 follow up 001.

Event description:
The customer reported their central nurse station (cns) lost power, both displays and tower lost power and they would not turn on.